Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, r-wave amplitude variation and helix mechanism issue. The reported event of helix mechanism issue was confirmed and the reported events of failure to capture and r-wave amplitude variation were not confirmed. Visual examination fount the helix retracted and clogged with blood/tissue. X-ray examination found the inner coil inside the connector region was over torqued, consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported events was isolated to the over torqued inner coil and the helix being clogged with blood/ tissue. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed loss of capture and r-wave amplitude variation on the right ventricular (rv) lead. The rv lead was determined to be dislodged. During lead revision, the rv lead helix was unable to be extended. The physician elected to explant and replace the rv lead. The patient was recovering following the procedure.